Event description:
It was reported that there was a periprosthetic fracture of left hip. Revision of left femoral component to a restoration modular.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: in this elderly, female a peri-prosthetic fracture through post-menopausal osteoporotic bone required open reduction/internal fixation and revision of the femoral stem approximately two years post-implantation. There is no evidence that these well-fixed components in this case were responsible for this clinical situation." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and the event was confirmed. A medical review was performed based on the available information and concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event.

Event description:
It was reported that there was a periprosthetic fracture of left hip. Revision of left femoral component to a restoration modular.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.